Manufacturer narrative:
(B)(4) a visual inspection of the product involved in the complaint was performed on a provided video. In this video we can observe that the nebulizer is not working properly since it is not producing mist, as it is described in this customer complaint. A dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review shows that the product was assembled and inspected according to our specifications. Video reviewed depicts customer complaint as described. However, the device sample is necessary for identification of a root cause. Regarding similar complaints from nebulization issue a CAPA (B)(4) was generated in order to further investigate this issue.

Event description:
Customer complaint alleges that the device is producing "little or no aerosol". Alleged malfunction reported as detected during use. It was reported there was no injury or consequence to the patient.